Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon is loosely folded with blood in the guidewire lumen. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous shaft kinks. The tip is damaged. The guidewire lumen was flushed removing the blood. Functional testing was completed using a thruway .014 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was inserted distally and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon froze on wire occurred. The target lesion was located in the tibial artery. After a non-bsc .014x300 non-bsc wire was advanced, pre-dilation was performed using a 2.5mm x 220mm x 150cm coyote balloon catheter. The balloon got stuck on the wire inside the patient's body and the devices were removed together from the patient's body the procedure was completed without patient complications.

Event description:
It was reported that balloon froze on wire occurred. The target lesion was located in the tibial artery. After a non-bsc .014x300 non-bsc wire was advanced, pre-dilation was performed using a 2.5mm x 220mm x 150cm coyote balloon catheter. The balloon got stuck on the wire inside the patient's body and the devices were removed together from the patient's body the procedure was completed without patient complications.